Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell 5 of 5. The home patient was connected at the time of the alarm. The technical service representative instructed the patient to cycle the power on the device to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The patient did not want to start over with all new supplies and was advised to contact the nurse about doing a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.